Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Error e224 code displayed on monitor due to faulty video cable. The most probable cause of the complaint is traced to component falure, which is expected or random component failure without any design or manufacturing issue. No further escalation is required. A device history review of the current product was conducted, and no problems were found. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the subject device presented an error message. There were no reports of patient harm.